Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in a 33-year-old female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6)2012 essure confirmation test(s) was conducted. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On(B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), bladder disorder ("bladeder problem"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infectiion") and genital haemorrhage ("abnormal bleeding (general)"), 1 year 1 month after insertion of essure. On (B)(6)2013, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient experienced fatigue ("fatigue"). On(B)(6)2015, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), pelvic pain ("pelvic pain"), allergic rash ("plaintiff claiming allergy: rash/skin condition"), allergic skin reaction ("plaintiff claiming allergy: rash/skin condition"), psychological trauma ("plaintiff claiming psych injury related to essure"), vaginal discharge ("vaginal discharge"), depression ("hormonal changes describe: depression") and gastrointestinal disorder ("other injury(ies) or complication(s) please describe: constant abdominal"). Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, allergic rash, allergic skin reaction, psychological trauma, vaginal infection, vaginal discharge, fatigue, migraine, alopecia, bladder disorder, urinary tract disorder, depression, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergic rash, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and allergic skin reaction to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Lot number:919041 manufacturing date:2011-11 expiration date:2014-11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 essure confirmation test(s) was conducted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("plaintiff claiming allergy: rash/skin condition"), skin disorder ("plaintiff claiming allergy: rash/skin condition"), psychological trauma ("plaintiff claiming psych injury related to essure"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and alopecia ("hair loss"). Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, rash, skin disorder, psychological trauma, vaginal infection, vaginal discharge, fatigue, migraine and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, perforation, psychological trauma, rash, skin disorder, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On 6-sep-2019: plaintiff fact sheet received. Reporter information, patient details, product indication updated. Event ¿ injury¿ was replaced with events - dyspareunia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, rash, skin disorder, psychological trauma, perforation, vaginal infection, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, migraine, alopecia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 essure confirmation test(s) was conducted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), rash ("plaintiff claiming allergy: rash/skin condition"), skin disorder ("plaintiff claiming allergy: rash/skin condition"), psychological trauma ("plaintiff claiming psych injury related to essure"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), alopecia ("hair loss"), bladder disorder ("bladeder problem") and urinary tract disorder ("urinary problems"). Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, rash, skin disorder, psychological trauma, vaginal infection, vaginal discharge, fatigue, migraine, alopecia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, migraine, pelvic pain, perforation, psychological trauma, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: added events bladder disorder, urinary tract disorder. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in a 33-year-old female patient who had essure (batch no. 919041) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6)2012 essure confirmation test(s) was conducted. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal infection ("vaginal infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder infection") and genital haemorrhage ("abnormal bleeding (general)"), 1 year 1 month after insertion of essure. On (B)(6)2013, the patient experienced abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6)2014, the patient experienced alopecia ("hair loss"). On (B)(6)2014, the patient experienced fatigue ("fatigue"). On (B)(6)2015, the patient experienced migraine ("migraine"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), pelvic pain ("pelvic pain"), allergic rash ("plaintiff claiming allergy: rash/skin condition"), allergic skin reaction ("plaintiff claiming allergy: rash/skin condition"), psychological trauma ("plaintiff claiming psych injury related to essure"), vaginal discharge ("vaginal discharge"), depression ("hormonal changes describe: depression") and gastrointestinal disorder ("other injury(ies) or complication(s) please describe: constant abdominal"). Essure treatment was not changed. At the time of the report, the perforation, dyspareunia, back pain, pelvic pain, abdominal pain, dysmenorrhoea, allergic rash, allergic skin reaction, psychological trauma, vaginal infection, vaginal discharge, fatigue, migraine, alopecia, bladder disorder, urinary tract disorder, depression, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, allergic rash, alopecia, back pain, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and allergic skin reaction to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Lot number received. Pfs received. New events: hormonal changes describe: depression, abnormal bleeding (vaginal, menorrhagia), cystitis, apareunia (inability to have sexual intercourse), other injury(ies) or complication(s) please describe: constant abdominal were added. Laboratory data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.